Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for procedure during a left atrial appendage closure. The delivery system's sheath and dilator were primed per instructions for use (IFU), and no defect was noted. On feeding the delivery system onto the guidewire and towards the patient's femoral vein, it was noticed that the tip of the delivery sheath dilator had split in two. The delivery system had not yet accessed the patient, therefore, no patient injury occurred. The device was replaced with another 14f amplatzer amulet delivery sheath. There were no adverse patient effects. The patient status was stable.

Manufacturer narrative:
It was reported that a split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split was noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing.

Event description:
N/a.